Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, visibility/palpability.

Event description:
Patient reported right side "inflammation", "discomfort, pain, pressure, tingling", "seroma", "rupture" and "fever". The device remains implanted. As treatment, patient took antibiotics, anti-inflammatories.